Event description:
The account engineer stated when he locks the brake, he can shake the stretcher and the caster will come out of brake.

Manufacturer narrative:
Technical support instructed the account to adjust the brake knob. Repairs have not been completed.